Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that there was an informational power on reset error code seen the day of the report. The patient mentioned that the stimulation had stopped or was very weak. The patient was charging the implantable neurostimulator at the time that the power on reset message was seen and it was not related to an overdischarge event. The patient was able to successfully clear the power on reset message. When the patient turned therapy back on and adjusted, the therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.